Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) the cs100 intra-aortic balloon pump (iabp) noticed the instability of the pump switch. After removing the switch, I found its damage/wear, i.e. Tarnished contacts, etc. There was no patient involvement.

Manufacturer narrative:
The getinge fse that encountered the issue observed damage/wear/tarnished contacts. Replaced the power switch. The fse performed pump tests. The unit is fully operational. The iabp was returned to the customer and cleared for clinical use.